Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis also indicated that the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The alert limit was adjusted on the lead. Approximately one week later the lead exhibited unstable impedances. The patient's physician has requested no further action on the lead. The lead remains in use. No patient complications have been reported as a result of this event.